Manufacturer narrative:
Reference medwatch 3004209178-2014-93019 for additional information. Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor passed per specification with accurate readings. Unable to confirm insertion complaint due to customer did not return insertion needle only sensor. Complaint against serter.

Event description:
The customer reported via phone call that the insulin pump's sensor was not sticking to her. The sensor was stuck inside the serter. The customer perspires a lot. The insulin pump alarmed calibration error twice and change sensor. Overnight her blood glucose level dropped and she woke up with blood glucose levels around 50 mg/dl. Customer's actual blood glucose level was 127 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.